Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a patient underwent an unknown procedure. Two hours later the balloon was found inside the patient's bed. The balloon was deflated. The patient's condition is unknown as it was not provided by the reporter.

Manufacturer narrative:
Investigation - evaluation a review of documentation, device history record review and specification was conducted during the investigation. The complaint device was not returned therefore, device failure analysis and physical examination of the complaint device could not be performed. Review of device master record did not observe any non-conformances that may have contributed to this incident. Based on the information provided, the actual root cause is unknown and no conclusion can be drawn. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.